Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert while making a breakfast meal announcement. The patient reported that the infusion site was placed in the leg, which was the first time using that location, as the abdomen was being given a break. The patient had changed the infusion set approximately 30 minutes prior to the alert and was using a contact detach infusion set. The patient confirmed there was no leaking or visible kinking in the tubing and observed insulin droplets immediately when performing a fill tubing procedure. The patient was advised to proceed with use as normal and to contact support again if the occlusion alert recurred, noting limited ability to troubleshoot further while at work. A follow-up outreach attempt was made later, and subsequent contact confirmed that blood glucose levels had returned to the normal range. No further assistance was required, and the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.